Event description:
On (B)(6) 2011, the pt reported that when reviewing "quick info" the infusion device displayed that there were only 2 units of insulin left in the insulin cartridge and there was visibly more than 2 units left in the insulin cartridge. The infusion device did give the pt any errors. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.